Manufacturer narrative:
Product analysis: it was determined during analysis that the analyzer failed multiple functional tests. The analyzer was sent for refurbishment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was returned for pullback and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.